Manufacturer narrative:
After its return, the device underwent a visual, mechanical, and function check. The clinical complaint could be reproduced; it is due to damage caused by liquid. The housing, the battery contacts, the keyboard foil, and the electronics were irreparably damaged by this. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that this external pacemaker malfunctioned during the night because of an unsuccessful self-test. The device was then sent in for analysis. No deterioration of the patient's state of health was reported.